Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading on the adc device and initially self-treated with insulin (dose/type unspecified). The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced a loss of consciousness and a seizure and was unable to self-treat. The customer presented at an emergency room and had contact with a healthcare professional (hcp) who obtained an unspecified hcp meter reading and administered an unspecified IV as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. An adc device reading of 164 mg/dl was compared to an hcp meter reading of 40 mg/dl after 14 days of wear. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.